Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 579 mg/dl. The customer experienced symptoms such as a headache dry mouth, and a fever. The customer treated the high blood glucose with a manual injection of insulin. The customer also stated they were having blood glucose issues the whole past week. The customer reported they were adjusting new insulin pump settings due to new hcp. Troubleshooting was provided and a bent cannula was found. The insulin pump will not return for analysis.